Event description:
The patient was implanted with a heartmate ii left ventricular assist device. A device tracking form was submitted to the MFR indicating that approx 19 days post implant, the pump was exchanged due to thrombus. The MFR received add'l info from the hospital's perfusionist stating the patient had an increase in ldh. During the pump exchange it was recognized that there was no pump pocket prepared and the inflow cannula was kinked.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.